Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device result reported was 8.0 inr. The lab result reported was 4.76 inr. The reporter declined product replacement.